Manufacturer narrative:
Device was evaluated. Evaluation of the device determined that the reported issue was not confirmed. The device was inspected and the channel was found clean with no restriction. The ¿a-rubber¿ unit however was found leaking due to multiple cuts. Further inspection found excessive frayed wires on the bending mesh. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. The reported issue was not confirmed however, physical damages were found on the device. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing a foreign material was observed falling off from the unit channel. Prior to the reported issue, the subject scope was used on a diagnostic cystosope procedure. After the procedure was completed, scope leak test was performed and failed testing. No visual damage to the scope, objective lens were noted and the distal end of the scope was not dirty, no kinks or coils. Device did not sustain a deep impact there was no patient involvement on the reported event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections. Review of DHR (device history records) showed that the device were manufactured in accordance with the procedure and specifications. No abnormalities were found. The root cause could not be identified. The following cause is presumed. Tears/damaged in the a-rubber had occurred, it was presumed that the a-rubber fell off from the instrument channel as foreign matters. The device was manufactured on april 14, 2011, approximately 9 years and 8 months have passed, it likely that the issue occurred due to device age deterioration. Olympus will continue to monitor complaints for this device.